Manufacturer narrative:
This MDR was sent in error. The patient's device was replaced due to patient's preference and no malfunction was suspected.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason.

Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent revision procedure wherein ipg was replaced for unknown reason.